Event description:
This possibly could be related to renu moistureloc solution, not sure though. I am a soft contact lens user. I do not wear them for extended periods and never sleep in them. Around late june early 07/04, I developed an eye infection. It started out with the inside corner of the eye being red and tearing along with the lid being red and scaly. This condition progressed to extreme swelling of the surfaces around the eye. I went to the dr and was given a topical ointment and keflex. The eye seemed to react to the treatment regime. After all medication was taken approximately 5 days later it began to appear again. This next time, I was on vacation, and went to the hospital and was given a stronger course of antibiotics. (Can't remember the name). Two days later, the swelling was getting worse and all the glands in my throat were swollen. Back to the hosp where they gave me IV fluids, did a CT scan and IV antibiotics of roecephin. I believe they were looking for periorbital cellulitis and someone also mentioned mrsa. That still didn't seem to do the trick. We went back home and to the hosp there where they seemed perplexed and did blood cultures, but by that time I had so many antibiotics flowing through me I could kill just about anything. Each dr determined it was something else. No one came to an agreement with what it was, just a multitude of ointments and antibiotics. I never spread or affected the other eye. Still today, the eye will seem more blurred to where I have to remove the contact. It also tears quite alot unlike the other eye. As I said, it may have nothing to do with the renu but maybe you should know.